Event description:
It was reported that the implant did not fit correctly.

Manufacturer narrative:
The reported event could be confirmed, as intra-operative images and a post-op CT scan were provided. The intra-operative images showed that the implant was cut along the midline in order to be able to insert the implant. After cutting the implant and inserting the two pieces, it was reported that the ¿angle of the implant sat up too proud¿, and that the implant ¿sat up very tall in the middle, basically there was a large space between the dura and the implant.¿ the reason for cutting the implant along the midline was that the implant was ¿too narrow¿. The patient¿s skull was much wider than the actual implant. An analysis of the implant design and all quality relevant steps was performed. It was found that all steps were performed in accordance with procedures and the implant was designed as requested by the customer. A post-op CT scan was received and evaluated, the scan showed the non-optimal fit of the implant in the posterior temporalis area on both sides of the patient. The implant's planned position was reviewed. There was swelling noticeable in the CT-scan, but it was not explicitly noted. It is not the designer¿s responsibility to evaluate clinical patient conditions (e. G. Brain swelling) and to incorporate them in the design. The post-op CT scan was evaluated regarding swelling, and evidence of swelling was found to be present during surgery. In conclusion, swelling could be a first contributing factor to the reported event. Additionally, it was determined during the investigation that the undercut features of the implant design were also a contributing factor to the reported event.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the implant did not fit correctly.